Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.

Event description:
It was reported that the lead was explanted and replaced due a decrease in sensing and a decrease in the pacing lead impedance. There were no adverse consequences for the patient.